Manufacturer narrative:
Additional narrative: manufacturing investigation evaluation: the returned parts were returned not in the original not sterile packaging. Some visible post-production damages were present on the returned items. The parts have been re-inspected for all the features pertinent to the complaint condition. Considering that all relevant measurable product features meet specifications, no visual defects have been identified as manufacturing related. Inspection of the relevant threads of the complained component cannot be performed due to post-production damages. The screws of all returned parts show wear on the tip, suggesting that they came in contact with the rod. The hexagonal head of the returned screws show wear and damage caused post-production suggesting exposure to high forces. No manufacturing related issues have been identified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes: mni mnh kwp kwq manufacturing location: (B)(4). Manufacturing date: 23january2015. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a l2 trauma fracture procedure, the surgeon was inserting the clamp for distraction at l2. Reportedly the surgeon claims that the gold bolt on the titanium universal spine system (uss) fracture clamps continues to strip after his first attempt of tightening. The surgeon reported that this has occurred in back to back cases while the surgeon is distracting. Reportedly the surgeon was able to remove the clamp, select a new clamp and complete the procedure with no further problems. There was a twenty (20) minute delay to the surgery. Surgeon inserted screws two levels above and below l2. This is report 2 of 3 for (B)(4).